Event description:
It was reported that the ilet charger was broken and the device was not charging, consistent with a power issue resulting in very low battery and inability to power the system. Customer care agent provided support that included logistical verification of replacement. Investigation of this case revealed a damaged charging component consistent with a hardware failure. No clinical symptoms reported. Outcomes included interruption of normal device use due to power loss, which prompted shipment of replacement supplies. It was concluded that the event was attributable to a charger malfunction, and replacement was initiated to restore device functionality.